Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed within a week of inserting it. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. The insulin pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).